Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. An analysis of the customer provided image did not give any indication of the state of the suture capture loop. It was no longer present on the device. A visual inspection found that the device was returned in a pouch from a different device type. The suture capture loop was not returned and could not be evaluated. The anchor was still in place with the retention suture. There was minimal debris. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat event. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a rotator cuff repair procedure, the suture loop of the footprint ultra pk suture anchor was broken during passing suture. It was removed from patient using tweezers. Backup device was available to complete the procedure. No delay and no patient complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.